Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unk.) With electrodes, the device displayed a "no pads attached" message. The electrodes were then removed and reapplied to the patient. The device charged and discharged, however, arcing from the electrode was observed. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Complainant indicated that he electrodes used during the event were discarded.